Manufacturer narrative:
To comply with iso 60601, the dinapt adapters were removed from the pacing catheter package configuration. In the us, each customer that had purchased a pacing catheter was notified via (B)(6) of the packaging configuration change. Internationally, the marketing manager of each region was informed of the packaging configuration change and that information was to be disseminated to their customer base. An investigation is in progress to understand the international distribution of this information and if any corrective actions need to be taken. A device history record review was completed and documented that the device met all specifications upon distribution. The device was not returned for evaluation; it was discarded at the hospital, because there was no noted product malfunction. Dinapt adaptors are no longer packaged with the swan ganz pacing catheter, but are available in a separate package. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, an inability to locate the dinapt adaptors could lead to a delay in pacing, causing prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. In this event, multiple attempts have been made to obtain the patient¿s medical status without success. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that when opening the package prior to use in the patient, this swan ganz pacing catheter package did not include pacing dinapt adapters. The patient required cardiopulmonary resuscitation (CPR) while the nurse located the needed dinapt adaptors. The customer stated that they were not aware that there was a packaging change and that the dinapt adapters were no longer included in the pacing catheter package. Multiple attempts have been made to obtain additional patient and event information, but no information has been provided. When additional information is received a supplemental report will be submitted. Patient demographics requested, but not provided.